Event description:
During deployment of a device, the user questioned the shock decisions.

Manufacturer narrative:
(B)(4). Method: ECG was reviewed for this pt use event. Conclusion: the ECG was reviewed and it was determined that the pt had a borderline shockable rhythm. The device had advised no shock but due to a slight change in the heart rate, the device change it's shock decision and advised a shock.